Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device experienced an electrical reset. The device settings were restored and remains in use. The device was later explanted due to battery depletion. No patient complications have been reported as a result of this event.

Event description:
Asku

Event description:
It was reported that the device experienced an electrical reset. The device settings were restored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. Correction: adverse event changed from no to yes and date of death field is made 'not applicable'.